Manufacturer narrative:
(B)(4). Feed connector. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, three clips with gap were fed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed bar connectors were noted to be not properly welded leading to the feeding issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was not feeding properly and one of the clips scissored. Another device was used to complete case with no patient consequence.